Event description:
A patient was implanted with two prodisc l devices at l4/l5 and l5/s1 on (B)(6) 2021. It was found that the poly inlay had expulsed anteriorly from the endplates at the l5/s1 level. The surgeon performed a pdl removal of that level on (B)(6) 2023. Patient was then fused using a cage and posterior pedicle screws.

Manufacturer narrative:
It was reported that a patient was implanted with two prodisc l devices at l4/l5 and l5/s1 on (B)(6) 2021. It was found that the poly inlay had expulsed anteriorly from the endplates at the l5/s1 level. The surgeon performed a pdl removal of that level on (B)(6) 2023. Patient was then fused using a cage and posterior pedicle screws. A review of the associated dhrs found no anomalies related to the complaint. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazard associated with this complaint is identified and mitigated to a level where the benefits outweigh the risks. Device evaluation will be completed by exponent under pdl-rd-0008 using their standard pdl evaluation procedure. It was confirmed that a revision took place due to poly inlay expulsion. No other anomalies associated with the complaint were found during the investigation. This report is for 3 of 3 devices in this event.

Event description:
Update to add UDI number to report.

Manufacturer narrative:
Addition of UDI number.